Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise and oversensing that led to pacing inhibition. A device replacement procedure took place due to premature battery depletion, and during the revision the lead was addressed. The patient was downgraded to a cardiac resynchronization therapy pacemaker (crt-p) as tachy therapy was no longer desired. The physician did not want to replace the rv lead and instead the rv lead and left ventricular (lv) lead were switched in the ports. Boston scientific technical services (ts) noted that timing would then be lv driven. No adverse patient effects were reported.